Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. The recipient is presenting with decreased performance. Device testing revealed abnormal results. Revision surgery is scheduled.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.3. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The scanning electron microscopy (sem) analysis revealed cracked conductive epoxy on an antenna pin. The device passed the electrical and mechanical tests performed. The reported complaint of intermittent lock could not be verified during this analysis. However, sem inspection revealed a crack on the conductive epoxy joint of an antenna pin, which is believed to be related to the intermittent lock reported. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.